Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump ran out of drug in (B)(6) 2019. She stated that she started to not feel well and her back was "killing her," she was throwing up, lost "60 something pounds," ended up in the hospital and found out her pump had run out. When she was in the hospital she was put on steroids. The patient also noted that it was hard to tell the symptoms of her pump running out apart from the symptoms of her multiple sclerosis disease ,which was pre-existing prior to the pump. It was noted the issue had already been addressed by her doctor. No further complications were reported.